Event description:
This system was returned with oos documentation from biotronik representative. Per oos, "there are artifacts on both lead, and lead abrasions. This patient received inappropriate shocked due to noise on both atrial and ventricular pace/sense leads." Also removed: selox sr 53, MDR 1028232-2008-00936.